Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced ongoing low blood glucose (bg) levels between 21-57 (mg/dl). Reportedly, the customer doesn't remember how low bgs were treated during every occurrence but treated today's low bg by eating breakfast. The customer attributes the basal rate settings to their low bg events and is working with their endocrinologist to adjust the pump settings.